Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer replaced the wireless footswitch and base station, however the issue reoccurred. The engineer installed a wired footswitch and informed the customer to use the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that it was found that the wireless footswitch could not connect to the system and looses connection. The user used the wired footswitch to complete the procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.